Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device issue. Olympus performed a visual inspection on the scope and found the bending section cover glue broken off and missing from the distal end side and insertion tube side. The missing portion of the glue on both the distal end and insertion tube of the scope were not returned to olympus. Due to the missing glue, the thread assembly from the bending section was found exposed. The scope failed leak testing as a result to the damages on the bending section cover glue. The scope was serviced and returned to the user facility. Based on similar reported events, user handling and improper maintenance of the scope could not be ruled out as contributing factors to the reported event. The instruction manual for use provides several warning statements in an effort to mitigate device damage. ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to become detached inside the patient. The probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and as the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance at the facility should inspect the items specified in this manual periodically. An endoscope with an observed or detected irregularity should not be used.¿

Event description:
Olympus was informed that at the beginning of a kidney stone procedure, a rubber piece from the scope fell off inside the patient¿s ureter. The rubber piece was retrieved and the procedure was completed using the same scope. There was no patient injury reported. It was further reported that the device was inspected during reprocessing, prior to the procedure, and no anomalies were found.